Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The reason for call was probably for at least a a couple months they have had trouble charging their implant for the charging duration had increased and they have received the message system problem rm04. Pt noted that they also get no device found when attempting to charge implant. Patient said they currently had their stimulation off due to a muscle spasm in their buttocks. Patient mentioned that they were able to charge the other day and their controller battery was at 90% and their implant battery was at 80%. The recharging issues have gotten worse in the past few weeks. During the call pt reset their controller and attempted to charge their implant. Pt was able to charge their implant at excellent with a green flashing light. By the end of the phone call the patients implant was fully charged. The troubleshooting steps that were taken on the call resolved the issue. Pts recharges their implant every other day. Pt called back saying they were still having trouble while recharging the ins. Pt said they were getting error messages and the controller would say it couldn't find a device. Pt said they called about rm04 (documented in this case), and would get that error still, along with rm03 now. Pt also said they would be charging the ins, when charging would stop and the error message or can't find the device would come up. Pt said the controller worked for a little while after resetting in the last call, but they could never get a full charge and the last week or so the issues had gotten worse. Pt examined the recharger (rtm) and reported the cord where it attached to the paddle looked like it was wearing, and pt hadn't noticed heat recently from rtm, but said they had noticed heat from rtm while the recharging issues had been going on. Additional information was received from the pt. It was reported that the muscle spasms were related to the pt's ongoing back issues. The pt said they were not able to charge the ins completely without getting error messages (rm03, rm04). To resolve the muscles spasms the pt tried muscle relaxers, massage, stretching, hot or ice packs and went to the chiropractor. The pt said the muscle spasms were resolved for now but they are an ongoing issue.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6), revealed intermittent "no device found" message and was scrapped after failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.